Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead did not perform as expected during implantation. The lead was exchanged and the patient was stable with no adverse consequences. Additional information was requested but no further information was available.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.